Event description:
It was reported that the customer has a motor noise anomaly. The customer mentioned that the insulin pump had inconsistent clicking when delivering insulin. Customer's blood glucose level was unknown. Advised insulin pump woudl be replaced.

Manufacturer narrative:
Insulin pump received with loud motor noise during testing due to faulty motor. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.